Event description:
It was reported that the pulse generator of an asymptomatic patient was oversensing t-waves. Device sensitivity was reprogrammed and the patient would be monitored.

Manufacturer narrative:
No medwatch form was received.